Event description:
The customer called to report that she woke up with a blood glucose reading of 525 mg/dl. The customer removed the infusion set, and the cannula was bent. The customer was very confused and lethargic at the time of the call, and was unable to troubleshoot. The paramedics were called for the customer, and they arrived to her home for assistance. The customer also stated that she had experienced non-diabetes related seizures within the past three months. Advised the customer to call back after being treated by the paramedics. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.